Event description:
During a pulsed field ablation procedure, the tip of the catheter cracked. The catheter was placed across the transseptal, but resistance was noted when attempting to pull it back into the sheath. The physician thought the catheter was in a neutral position but in hindsight, the catheter was probably a full rotation off. Because the procedure was being performed without fluoroscopy, this was not checked. The physician pulled hard on the catheter and the tip of the catheter cracked. The catheter was replaced with a non-abbott device (biosense accunav) and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be cracked and broken off exposing the internal components of the catheter tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Viewflex xtra ice catheter instructions for use (IFU) states, ¿use a 10f or larger introducer sheath.¿ the cause of the reported issue is consistent with not following the instructions for use.